Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed a hole in the tubing. Functional tests were performed which included pressure and clear passage under water tests with unsatisfactory results. The reported condition was verified. The cause of the condition was due to a machine issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set was leaking from the unspecified location. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.